Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic failure message.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found no issue and no error codes in the system. The reported issue was not able to be reproduced. The fse then performed a preventive maintenance (pm), a full calibration and tested the unit. The unit passed all functional and safety checks to factory specification. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.